Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that there was a program alarm anomaly and blank display on the insulin pump. Customer's blood glucose level was 205 mg/dl. Customer changed the battery and the display screen went empty. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was not returned for analysis.